Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-06001, and # 3005099803-2009-06002 for a description of the other devices. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they had three clips that would not open as wide as they normally do; the clips came out of the end of the scope and were already deployed. The first device remained attached to the scope and was retrieved, the other two fell into the pt and were left to pass normally. The physician completed the procedure with a fourth of the same device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
(B)(4) other (will not open fully). According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).